Event description:
Customer reported "the IV tubing just randomly came off and that the disconnection resulted in fluid leaking from the primary set." The primary set was replaced without incident. No patient harm was reported and no medical intervention was required. Although requested, no additional patient details/event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned because the product was not saved. Unable to determine the root cause of the customer's reported disconnect.